Event description:
It was reported during a procedure that the micro sagittal saw ran without user activation. There was no patient or user injury reported and no adverse consequences alleged with this event. The procedure was completed successfully with a backup device.

Manufacturer narrative:
Investigation is in progress. A follow-up report will be submitted once the quality investigation has been completed. Investigation is in progress. A follow-up report will be submitted once the quality investigation has been completed.

Event description:
It was reported during a procedure that the micro sagittal saw ran without user activation. There was no patient or user injury reported and no adverse consequences alleged with this event. The procedure was completed successfully with a backup device.

Manufacturer narrative:
The customer's complaint of running without user activation could not be duplicated. Upon disassembly for visual inspection no failures were found and the device was performing to specification.